Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days and not properly cycling the cartridge. The customer was educated on the proper load techniques. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.